Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4).: we received one used pencan 0.53 / 103 g25 x 4") +0.9 / 35 (g20) in open packaging. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. The used pencan cannula is broken off approx. 50 mm away from the cannula tip and the cannula is kinked. The structure of the break of the raw cannula shows that the cannula was bent before the break. Physical inspection: in addition, the outside diameter of the pencan cannula was measured according to drawing. Nominal-value: 0.53 +0.01/-0 mm. Actual-value: used sample = 0.53 mm. The measured value (outside diameters) of the pencan cannula is within our specification. Summary and assessment: with regard to the used sample we assume of a problem during use and consider the complaint as not confirmed. Based on the conducted investigations the checked sample is within the specification. Therefore the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for the batch no. 20f26g8218, no abnormalities was observed during the in-process and final control inspection. Bending stiffness test was conducted on the retention sample of cannula tubes in accordance with the testing and measuring method. Judgement: passed. As a result of the investigation to search the root cause of the complaint symptom, it was confirmed that there is no work to bend the needle repeatedly in the bulk production process. Any abnormality was identified as a result of reviewing of the bulk production record. Judging from the results known by the investigation and the record review, we presume that the breakage of cannula was caused by being bent many times during the medical operation. In addition, as a result of bending stiffness test conducted using the retention sample, the result conformed to the specification, with which we confirm that the stiffness of cannula is enough.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received no complaint sample. As soon as investigation results are available, a follow-up report will be provided. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): needle-damaged-broken. Lumbar puncture normally performed externally and then internally. Difficulty removing the needle from the patient's back when pulling it out, the intern realises that a needle tip is missing. Condition of the patient: needle tip for lumbar puncture stuck in the patient's back. Radiographs are required and neurosurgeons are called in to remove the device.